Event description:
I had a left knee injection of orthovisc on a friday by dr (B)(6). My leg became sore and painful that evening and more so throughout the next couple days to the point I could not walk without assistance (cane and walker). I phoned the physician with no return call (weekend). On monday, I went to the physician¿s office for assistance. I was prescribed voltaren cream. Ten days after the injection I was nearly dead as I could not breathe, dizziness, nausea, severe fatigue, fever, clammy, sweating perfidiously. Instead of my co-workers calling 911, I asked to be taken to my primary care doctor who knows my history and health conditions. He immediately admitted me to the hospital with septic shock syndrome. I was in the hospital from (B)(6) on IV antibiotics. The infectious disease specialist, dr (B)(6), was called in to treat me by mixing ¿cocktails¿ for me. I had knee surgery on (B)(6) by dr (B)(6). I went through physical therapy and loss of work. Returned to work part time about five weeks later, but still have the fall-outs of the ordeal; i.e. Progressive loss of hearing, severe fatigue, elevated tsh, etc. If you need to speak to me, please give me a call as I would like to discuss further. Reason for use: left knee pain / arthritis and joint pain.